Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported a blood glucose reading of 343 mg/dl after a meal announcement. The user had recently changed supplies. No device malfunctions were reported. Later the same day, the user reported a blood glucose of 142 mg/dl.